Event description:
Approximately eight and a half months post hvad implantation, this patient reported that his controller was changing from one battery to the other earlier than expected. The battery was replaced and is being returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Two batteries were exchanged and returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. (B)(4) passed visual examination and functional testing; the analyzed device performed per specification under testing conditions and was unable to duplicate the reported event at bench level. (B)(4) event could not be confirmed via log files since they were not received. There are no known clinical factors that could have led to the event. Analysis of the battery (B)(4) revealed that the device failed to meet specifications; the battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc.,this is a known issue and it is being investigated. Fsca apr2014 was distributed to reinforce proper power management. Testing confirmed a battery malfunction known to cause power switching in batteries. The root cause of the reported event is most likely a faulty internal cell pair. No additional information will be forthcoming.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.